Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safety-glide¿ insulin syringes the safety mechanism spun freely. This is report 1 of 4. There was no report of patient impact. The following information was provided by the initial reporter: the bd syringes safety getting stuck during the activation process and increasing the risk and occurrence of needle sticks. Additional info received on 09-june-23 are you able to describe more on the incident? Staff are getting stuck during the activation process, this occurred 3 times in the first quarter of this year. When staff are activating the safety device, the safety device is not stationary¿it can actually do a 360 degree rotation. This rotation has resulted in staff being stuck by the needle because it will rotate during the activation of the safety mechanism. Are you able to provide lot number and product number of the defective product? No, I don¿t know for sure if the product is defective. I grabbed a handful of syringes from our med surg unit they lot numbers are 2308788 (a, b, c, d, e). However this incidents have taken place since the beginning of 2023 so I would said it impacts more than the lot noted above. Do you have the defective product to send to bd for investigation? If yes could you please provide shipping detail for us to send return label. No, see the second bullet. We do not have the actual devices rns have been injured on, but I have the handful of syringes I have pulled that have the same issues of the rotating safety mechanism. I am happy to return some new devices for review. Are you able to provide photo of the defective item?no not of the actual syringes of the ones that stuck our staff. Do you have the date of event? Xxx, can you give the date of the events? (B)(6) and (B)(6) 2023.